Event description:
The bronchovideoscope was returned to the service center with a report of a worn distal cap detected, along with a deep scratch in the insertion tube that had damaged the protective coating. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device found the c-cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of stress problem. However, the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR correction is submitted regarding section h9. The previous report inadvertently included an internal reference number.

Event description:
No additional information received from customer.